Event description:
Reference number: (B)(4). Event occurred in canada. The patient reported that the infusion set detached after one day due to insufficient glue in the adhesive on (B)(6) 2026 no further information available.